Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by the patient that she underwent a sling procedure between 1999 and 2001. The patient reported that the sling is now wrapped around her bladder. She stated the physician told her that nothing can be done to remove the sling. The patient has received a series of injections to the bladder to reduce incontinence and has to take medications for the rest of her life to prevent infection. Additional information has been requested.